Event description:
Pt presented post-op condition with cyst-like swelling over the tibia, that appears like an infection. There is no add'l info available at this time.

Manufacturer narrative:
Product recall initiated in 2007.